Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and post laminectomy pain syndrome. It was reported that the patient's pump had been empty since last year. For "probably a year now", the patient was being titrated down to elect to have the pump removed because the patient felt the pump was not helping. It was noted that the patient had pre-existing crohn's disease and had abdominal surgery that was unrelated to the pump or therapy in (B)(6) 2016 because she was sick with crohn's disease.